Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside of normal use was observed in the pump history. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 30mmol/l, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.